Event description:
As reported by the user facility: over infusion by about 10% (IV solution unk). Set was tried in 3-4 pumps with same result. Add'l info provided by the facility indicated that testing was done on the pumps in the shop, using water, and were not used on pts. He sees over infusion and under infusions using different lot numbers and pumps and at this point he feels that the sigma pumps are out of calibration and it is not the IV set that is defective.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. However, a representative unused sample was returned. Based on the add'l info provided by the facility it appears that at this point the user feels that the sigma pumps are out of calibration and it is not the IV set. If further info becomes available through device eval a f/u report will be filed. No specific conclusions can be drawn.